Event description:
Patient was revised to address subsidence of the tibial tray and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Dupuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.